Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes the tubes under filled. This occurred on 9 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from japanese to english: the customer complains that tubes didn't draw enough volume of blood.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-26. H6: investigation summary: bd received 91 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes the tubes under filled. This occurred on 9 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer complains that tubes didn't draw enough volume of blood.